Event description:
Healthcare professional reported approximately 4.5 months after injection to the midface with juvederm voluma as well as concomitant injection to the oral commissures and prejowl with juvederm ultra plus and to the lips with juvederm volbella with lidocaine patient left the country adn developed "swollen, red, and inflamed" injection sites and "white nodules to the lips which became swollen". Patient was treated abroad with prednisolone and antihistamine. Upon returning home patient developed "hard nodules across midface" and was advised by their general practitioner to continue with prednisolone and antihistamine. The injecting nurse reviewed the patient noting the swelling in the lip had improved and injected hylase to the nodules. Patient developed "significant facial and lip oedema" within 24 hours. Another physician reviewed patient noting they continue with symptoms in the areas treated with juvederm voluma and juvederm volbella with lidocaine however that no symptoms appeared in the areas treated with ultra plus.

Manufacturer narrative:
UDI: na. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, inflammation, white and hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.